Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 253 mg/dl at the time of incident. Customer's mother also states that her daughter woke up with a blank screen on her insulin pump. The customer also report the power loss alarm and able to clear the alarm. The customer performed the self test and able to passed. The insulin pump will not be returned for analysis.